Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error. The blood glucose level was 9.4 mmol/l at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with initial report. The information has been provided in sections h7, h9 with this report. Pump was received with a critical pump error (open book image) alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. An unexpected blue screen appeared. Pump failed to enter recovery mode preventing download of history files and traces using thus. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies causing electrical short. The following were noted during visual inspection: label damage (stained), keypad overlay texture damage, cracked keypad overlay, cracked retainer and scratched case. In conclusion, customer concern for critical pump error (open book image) alarm was confirmed due to moisture damage on electronic assemblies. Retainer ring damage was confirmed due to clear cracked retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.